Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed. There was cracking/scraping/burr/scratch/deformation of the distal end (no sharp edge). The adhesive of the distal end or bending section was chipped or peeling off or falls off. There was corrosion/scratch/stain of the metal contact parts. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during a therapeutic laparoscopic percutaneous extraperitoneal closure, the screen suddenly became like a sandstorm and displayed the error message e224/ no image-unrestorable. The problem did not disappear even after cleaning and drying the electrical contacts of the endoeye flex deflectable videoscope. The electrical contacts were reconnected, however the issue remained. When the endoeye flex deflectable videoscope was replaced with another endoeye flex deflectable videoscope, the image returned to normal. The scope was used with the visera elite video system center or the visera elite ii video system center. The procedure was completed without any other issues, and there was no effect on the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported event (sandstorm image and error code e224) was unable to be duplicated. Based on the results of the investigation, probable causes for the reported event include: it¿s probable that accumulation of an electrical load (stress) to the electric circuit inside the image sensor mounted on the image sensor unit at the distal end of the scope due to energization of the image sensor, the accidental application of static electricity or overcurrent caused by attaching or detaching while the system is on, and the image signal output becomes unstable, resulting in a temporary abnormality. Scratches, dents, and deformation were confirmed on the electrical contacts of the connector unit of the scope, so the electrical connection temporarily deteriorated. In addition, foreign material, and dirt (dust) adhere, and the electrical connection has deteriorated. Furthermore, the connection condition of the scope connector units and various cables were not good, and the electrical connection condition was temporarily deteriorated. It¿s probable that the electrical connection has deteriorated, and a mechanical load (stress) was applied to the internal electrical circuit of the image sensor unit built into the distal end of the scope and caused a temporary deterioration in the electrical connection. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.